Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. The insulin pump was received with broken battery cap, corroded battery tube, minor scratched display window, cracked case at display window corners, broken off battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. Customer's blood glucose was unknown at the time of the incident. Customer mentioned the battery cap was damaged. There was no troubleshooting performed. The insulin pump will not be returned for analysis.